Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred in b)(6) 2020. Medical products: three 4.0 mm cannulated screws, 4-hole t-plate with 4 locking screws, single 2.7 mm screw, k-wire turned into a staple, therapy date: b)(6) 2020. The customer has indicated that the product is in progress of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing pain from the bone healing system (bhs). The patient stated that she used the device for 10 hours for five consecutive days and experienced no issues. The patient had her wrap and dressings removed from her foot. When the patient tried to treat again without the wrap and dressings, she experienced severe pain within 15 minutes. The patient described the pain as a deep bone pain and rated the pain as a 9 on a scale of 1 to 10, with 10 being the highest. The patient tried wearing the bhs multiple times but still experienced pain. The patient says that the pain subsides when she is not treating with the bhs. The patient did reach out to her doctor and the doctor was surprised by the patient's symptoms. The doctor provided a script for the patient to switch to a different device for treatment. It was reported that no further information is available.

Event description:
It was reported that the patient was experiencing pain from the bone healing system (bhs). The patient stated that she used the device for 10 hours for five consecutive days and experienced no issues. The patient had her wrap and dressings removed from her foot. When the patient tried to treat again without the wrap and dressings, she experienced severe pain within 15 minutes. The patient described the pain as a deep bone pain and rated the pain as a 9 on a scale of 1 to 10, with 10 being the highest. The patient tried wearing the bhs multiple times but still experienced pain. The patient says that the pain subsides when she is not treating with the bhs. The patient did reach out to her doctor and the doctor was surprised by the patient's symptoms. The doctor provided a script for the patient to switch to a different device for treatment. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.